Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot start up. During troubleshooting fse found host pc cannot boot up. Fse replaced hard disk of host pc, restored the backup file and performed calibration. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up. The system was not in clinical use. There was no reported patient or user harm. The fse replaced the host pc and returned the system to use in good working order.